Event description:
During a retroactive review of past treatment events for potential adverse events conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) patient reported that the patient was treated while in the hospital. The lifevest delivered a treatment at 13:26:42 and 13:27:31 during atrial fibrillation with a rapid ventricular response (178 bpm) and dual lead artifact. The rapid atrial fibrillation and noise artifact contributed to the false detection. The patient was conscious but did not press the response buttons prior to the treatments. The patient remained in the hospital and received an ICD.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were functional and able to detect and treat. Electrode belt: 11/01/2013. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.